Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available trend curves showed a sudden increase of the pacing impedance from 550 ohms up to greater than 2500 ohms in february 2017, consistent with the observation reported in the complaint description. Furthermore the ventricular threshold increased at the same time. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implant period of approximately 85 months an increase of impedance and loss of capture were reported.